Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient (pushed into an aneurysm by physician), and the pushwire was discarded; therefore, the cause of the event could not be confirmed. An investigation of the event with the information received has not been completed yet. Once the investigation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that medtronic microvascular plug was selected for left 7 mm subclavian artery that was feeding an aneurysm in the thoracic aorta. The microvascular plug was delivered through a pre-tevar with a 5 fr catheter. However, the microvascular plug was delivered beyond desired location. It was then attempted to retract the plug per instruction for use (IFU), but the microvascular plug would not retract into the catheter. There was a lot of resistance when attempting to retrieve the microvascular plug into the microcatheter. The microvascular plug seemed to have prematurely detached, which was confirmed by the delivery wire being visible. It was also confirmed that the microvascular plug did not fully occlude the vessel. After tevar, alternative access was sought, and the microvascular plug was pushed into aneurysm sac (out of subclavian). This was intended. They then occluded the subclavian with a different embolization agent. Continuous flush was not performed, and contrast was not used during the delivery of microvascular plug. 5 fr cath was sim one (unsure of brand). That patient¿s vasculature was normal in tortuosity.

Manufacturer narrative:
The mvp device was not returned for analysis as the plug remains within the patient and the pushwire was likely discarded at the site. Based on the reported information, the report of pre-mature detachment/separation¿ could not be confirmed and the root causes could not be determined. Per the in the mvp instructions for use (IFU): ¿the reverse medical corporation mvp® micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature.¿ pre-mature detachment/separation, as the plug and/or pushwire were not returned the cause for the event could not be determined. It is possible the reported difficulty re-sheathing the device contributed to the event. It was reported the plug was retrieved ¿into¿ the catheter; therefore, it does not appear the re-sheathing technique was as per the IFU. If that is the case, the delivery wire was likely not stabilized, as per the IFU, and possibly was rotated during re-sheathing subsequently detaching the plug. Per the instructions for use (IFU): ¿if the device position is unsatisfactory: stabilize the delivery wire and advance the microcatheter/catheter distally until the mvp device is recaptured within the catheter. Do not twist or rotate the delivery wire or the device may detach prematurely.¿ all products are 100% inspected for damages and irregularities during manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.